Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements in the 140-150 ohms range. Defibrillation threshold (dft) tests were successful and able to obtain an in-range shock impedance measurement of 90 ohms, however the physician was still concerned about sensing. Subsequently, this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements in the 140-150 ohms range. Defibrillation threshold (dft) tests were successful and able to obtain an in-range shock impedance measurement of 90 ohms; however, the physician was still concerned about sensing. Subsequently, this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. Product return was requested. It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued. B3: event date updated from (B)(6) 2024 to reflect date of code 1005.